Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to the calibration table was found to be corrupted. The calibration table was re-installed to resolve the malfunction. The cause of the corruption could not be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.